Event description:
It was reported that the patient had successful ICD system implant on (B)(6) 2014 with no immediate complications. The patient was seen at regular interval and device interrogations were performed. The patient was admitted to hospital on (B)(6) 2014 for gangrenous infection to the right foot. During this admission, patient underwent right below knee amputation. Palliative care, which had been discussed at previous hospital admissions, was implemented and the patient opted to deactivate tachy therapy on (B)(6) 2014. The device was functioning normal when the tachy therapy was disabled. The pacing function was kept on. The patient was discharged to nursing rehab. On (B)(6) 2014, the patient¿s family notified clinic that the patient was hospitalized at an outside facility for fluid overload and was scheduled for follow-up visit. The visit was cancelled on (B)(6) 2014 because the patient was too sick to come for an appointment. The facility was notified by the family that the patient was sent to hospice care from hospital. Patient passed away on (B)(6) 2014. The cause of death was noted as cardiac- pump failure. There is no known allegation from a health professional that suggests the death was related to the device.